Manufacturer narrative:
Physio-control further evaluated the device data and it was determined that the likely cause of the reported issue was due to the therapy pcb assembly. The customer's device is a monophasic lifepak 12 defibrillator/monitor, and the monophasic therapy pcb assembly is no longer manufactured, therefore the device could not be repaired. The customer's device was subsequently scrapped.

Event description:
The customer contacted physio-control to report that their device had illuminated its service led and would not provide defibrillation therapy to a patient. A back-up device was subsequently used. The patient associated with the reported event was not harmed.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported event. It was observed that the device had logged several event codes and would not complete its charge cycle. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had illuminated its service led and would not provide defibrillation therapy to a patient. A back-up device was subsequently used. The patient associated with the reported event was not harmed.